Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a skin flap infection around the implant site. The patient was hospitalized on (B)(6) 2013 and treated with IV antibiotics, doxicycline and cipro (amount not reported) for a four day period. The patient was then discharged from the hospital on IV antibiotics; the antibiotics were discontinued on (B)(6), 2013. On (B)(6) 2013, the patient was seen again for drainage of the incision site and antibiotics were re-started. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was taken to the operating room on (B)(6) 2013, to clean the internal device. Treatment with antibiotics is to continue for approximately three months, however, infection appears to have resolved as of report on (B)(6) 2013. The implanted device remains.this report is filed june 6, 2013. (B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. This report is filed on october 10, 2013.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013; it is unknown whether there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. This report is filed (B)(4) 2013.